Event description:
It was reported to covidien on 12/09/2009 that a customer had an issue with a peritoneal dialysis catheter. Customer states that the adaptor separated from the catheter. Customer states that they cut the catheter down and placed another adaptor. This pt did get peritonitis.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.